Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance with the prime menu. The customer stated that she primed the insulin pump while she was still connected to the infusion set. The paramedics were called for assistance, and they arrived shortly after the call. Nothing further was reported.